Event description:
It was reported that the surgeon apply the tension to the cable with the grip. The cable was loosened though he crimped the grip with crimp tool with maintaining the tension.

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.